Event description:
Attorney alleges: on (B)(6) 2004, the patient underwent gastric bypass surgery. Within a year, the patient suffered a hernia. It is alleged that, on (B)(6) 2005, the patient underwent laparoscopic repair of the hernia with mesh (unknown) placement. In late 2020, a CT scan revealed a recurrent hernia with bowel involvement. It is alleged that in (B)(6) 2021, the surgeon observed mesh ¿flapping¿ in the stomach, was concerned it would cut into intestines and scheduled the patient for surgery on (B)(6) 2021. It is alleged that, on (B)(6) 2021, the patient underwent open hernia repair and abdominal wall reconstruction. During the procedure, the surgeon could see the mesh from previous hernia repair, but it was densely adhered to the abdominal contents, and it was believed that removal would cause more harm than good. A bard/davol soft mesh was utilized for the abdominal wall reconstruction and the surgeon removed the excess skin in stomach. The removal of this so-called excess skin reduced the amount of skin available to close the incisional wound without tension. The patient was discharged on (B)(6) 2021. Attorney alleges that the staples were removed in the following week and another week later, the remaining staples were removed. However, once surgeon removed the stitches, the wound began opening at the superior portion, and so the surgeon put in two stitches. Everyday, the patient¿s wound increasingly pulled apart. The result was a chronic, nonhealing abdominal wound. An infection developed and the patient was in excruciating pain due to these complications. It is alleged that between the removal of the staples and (B)(6) 2021, surgeon noted that the wound was treated ¿conservatively¿ despite that it continued to ¿look worse, bigger, deeper and more necrotic.¿ it is also alleged that, on (B)(6) 2021, patient underwent a wound debridement procedure and was discharged on the same day. The patient spent over seven months recovering from the infection and the incisional wound. Attorney alleges that the patient achieved wound closure by (B)(6) 2022. However, the patient has permanent damage from the wound. The stomach is deformed and remains sensitive. It is also alleged that the patient had emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, pain, infection, wound dehiscence, necrosis and had wound debridement. The instructions-for-use supplied with the device lists infection and pain as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Regarding infection, the warnings section of the instructions-for-use (IFU) states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.